Event description:
It was reported that a large volume intermate had a black mark on the filter of the device. This was found before use. The device was filled with saline. There was no patient involvement. No additional information is available. Report two of two.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured june 5, 2014 - june 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.